Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention may take place to address the issue

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.